Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the passive right ventricular (rv) lead experienced placement difficulties due to atrioventricular reflux. The second attempted rv lead experienced high thresholds. Both leads were explanted and replaced. It was noted that the second lead's helix could not be retrieved because of the "repeated opening of the helix". No patient complications have been reported as a result of this event.